Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading was 22 mg/dl when the paramedics arrived. Caller stated that the customer was found unconscious due to low blood glucose. Caller state that the sensor was giving incorrect readings and did not alarm to alert her of the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-01990.